Event description:
It was reported that due to an alleged break, the front case of the keypad of the eleven pcu modules will be replaced. There was no reported patient involvement.

Manufacturer narrative:
Investigation conclusion: the customer reported complaint of the keypad being replaced due to alleged breakage was evaluated. Test results identified that the ac indicator lights did not illuminate on 6 keypads, and the system on key did not function on 7 keypads after plugging in the power cord. Broken traces were observed on 6 out of 11 keypads. Keypads associated to s/n (B)(6) had various keys fail (s6/s7/silence/options/1/2/4/5/7/8/0/9/clear). Trace 20 is associated to the system on key. Device inspection: external and internal inspection was performed on (qty 4 printec p/n tc10012515) and qty 7 printec p/n tc10010217). During internal inspection, the keypads were found with signs of fluid ingress where the flex cable meets the circuit layer and broken traces (trace 20). Signs of fluid ingress was visible on 11 out of 11 keypads. Broken traces were observed on 6 out of 11 keypads. Trace 20 is associated to the system on key. During external inspection, the keypad was in good condition with no issues observed. Root cause analysis: the proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module s/n (B)(6) service history record showed the device had a manufacture date of 21-may-2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 23-nov-2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed one production failure records was opened for the source device; however, it is not related to this complaint ((B)(4)). H3 other text : only front case keypad assemblies were provided for the investigation.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that due to an alleged break, the front case of the keypad of the eleven pcu modules will be replaced. There was no reported patient involvement.